Event description:
It was reported that, the pt underwent surgery for colon cancer inn 2005. The colon was accessed through the abdomen. The surgeon used size zero interrupted non-absorbable sutures to close the wound near the abdomen. A catheter was in place, and blood was detected in the foley catheter drainage bag. A second surgery was performed 8 days later as it was opined that the wound had opened. It was found that the sutures had ruptured in the middle, while the knots were intact. The wound was reclosed. No add'l info was provided at this time.

Manufacturer narrative:
Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should add'l info become available a supplemental 3500a will be submitted accordingly.